Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in catheter was bulging and had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: material no.: 3833522, batch no.:0087105. It was reported the catheter is bulging while the needle is sheathed while the needle which seems like an extra piece of plastic. Thank you for reaching out in regards to our product concern. I noticed last week that one of the catheters we were using to start ivs appeared to have extra plastic around where the tip of the needle is sheathed. I discarded the product, assuming it was just a fluke. The second catheter I opened looked similar, which is when I switched to a different lot number. I have pulled all of the suspected lot number from our patient rooms until I receive further instruction on your end. Below you will find the answers to the questions you asked. No one was injured: we visually inspect each catheter prior to use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0087105. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A sample was returned for investigation. Bd was not able to confirm by the customer indicated failure mode with the provided sample. The reported marks seen on the set are related to strain lines, however the strain lines are acceptable according to procedure for catheter tip forming. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in catheter was bulging and had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: material no.: 3833522 batch no.: 0087105. It was reported the catheter is bulging while the needle is sheathed while the needle which seems like an extra piece of plastic. Thank you for reaching out in regards to our product concern. I noticed last week that one of the catheters we were using to start ivs appeared to have extra plastic around where the tip of the needle is sheathed. I discarded the product, assuming it was just a fluke. The second catheter I opened looked similar, which is when I switched to a different lot number. I have pulled all of the suspected lot number from our patient rooms until I receive further instruction on your end. Below you will find the answers to the questions you asked. No one was injured: we visually inspect each catheter prior to use.